Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable triglycerides result from one patient sample tested on the cobas 8000 c702 module. The initial result was 1.27 mmol/l the repeat result was 50.89 mmol/l with an invalidating data flag. The reporter noted that the alarm was missing for the initial result, which they deemed abnormal. The questionable result was not reported outside the laboratory, as it did not align with the patient's clinical diagnosis.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer checked the module and found a rupture in the waste discharge pipe at the cell rinse unit. He repaired the waste discharge pipe at the cell rinse unit. The product labeling states: "lipemia: the l index correlates with sample turbidity but not with triglycerides level. Extremely lipemic samples (triglycerides greater than 3000 mg/dl) can produce normal results. 16 prozone check: the flag > kin is an indicator for extremely high triglyceride concentrations in the sample. False low results are due to oxygen depletion during assay reaction." The sample was lipemic, and the result of 50.89 mmol/l exceeded the above-stated limit. The cause of the event was due to a hardware-related issue (a rupture in the waste discharge pipe at the cell rinse unit) and a preanalytic issue (lipemic sample) at the customer site. Preanalytics are within the customer's responsibility.